Manufacturer narrative:
Device evaluation: the tamper seals are both intact. Cracked right plunger case, left plunger case screw post broken. Top case left corner cracked. Event history log shows force sensor test. Power up process, checked and tested force sensor. Impact knocked the force sensor out of calibration. Recalibrated the force sensor. Performed power up process, pm, occlusion test and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was last serviced in may, 2022 there was no indication of a service issue during the investigation.

Event description:
It was reported that the device exhibited a force sensor error. There was no patient injury reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.